Event description:
There was an allegation of questionable uric acid ver.2 results for 4 patient samples on a cobas 8000 c 702 module. Patient 1: the initial result was 0.05 mg/dl and the repeated result was 4.18 mg/dl. Patient 2: the initial result was 0.25 mg/dl and the repeated result was 2.57 mg/dl. On 12-nov-2024 it was reported that 2 additional patient samples had questionable results after the initial service visit. The dates the samples were tested were not provided. Patient 3: the initial result was 0.02 mg/dl and the repeated result was 1.72 mg/dl. Patient 4: the initial result was 1.32 mg/dl and the repeated result was 6.64 mg/dl. The repeated results were obtained on another module.

Manufacturer narrative:
The reagent lot number is 823649 with an expiration date of 30-sep-2025. The (B)(6) 2024 calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace showed a calibration error alarm on the day of the event. The field service representative checked the instrument. He found low pressure in the gear pump head and performed adjustments. The investigation determined the service actions resolved the issue.